Event description:
The device was returned from customer for service. During service by baxter technician, the device history was reviewed and showed failure code 570:320 had occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 570 was confirmed. An inspection of the device revealed that the measured battery voltage was found out of specification. The failure code 570 indicates that the battery discharged to a potentially damaging level. CAPA mdq-CAPA was opened and is investigating reports of the failure code 570.